Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that two spins from the generated equally inaccurate exams on the navigation system. The accuracy was about 5mm off. The representative said that when the surgeon had the probe on the pedicle wall, the probe showed to be 4mm in the bone. After the first spin, they suspected the frame move, but after the second spin, they confirmed that the frame did not move and the scan was still inaccurate. This was the second case of the day, and the first case was ok. The representative said their previous camera was bumped. There was a delay of 20 minutes and no reported impact to patient outcome. The site brough in another system to see if it would behave as expected. The performed a third spin and that was accurate. The representative confirmed that there camera was not bumped.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera refurb 9735821r vega base s8 svc h3) no parts have been returned for analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.